Event description:
The customer reported that the avea ventilator display was not responsive. The customer confirmed that there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical identification: (B)(4). The suspect device was not returned for evaluation. Therefore, root cause has not been determined yet. However, the customer requested for calibration codes for preventive maintenance. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.